Event description:
Paramedics tested the blood glucose of an elderly patient with diabetes. The patient was semi-responsive. The elite meter gave a reading of 136 mg/dl, which paramedics felt was too high. The patient's glucose was retested using another meter and the reading was 18 mg/dl. The patient was treated with glucose and his condition improved. No adverse events were alleged as a result of the elite readings. The customer's control solution was expired, so troubleshooting was not possible. The elite meter and test strips are to be returned for evaluation. A new contour meter kit was sent to the customer.